Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced air in the patient line of a homechoice cassette during automated peritoneal dialysis therapy. A care giver reported the air to be near the twist clamp of the transfer set. Nothing unusual was noted during troubleshooting for the observed air. A technical service representative assisted the cg with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.